Event description:
Caller reports the patient tested 7.2 inr on the coaguchek s system and 4.4 inr on a comparison lab. Medications were adjusted based on lab value. No adverse event reported. Requested return of suspect system and replacement sent.